Manufacturer narrative:
Concomitant devices: 100-28-05, 0492493 - cocr femoral head 28mm +5mm neck; 112-01-04, 0441690 - acumatch cemented stem sz 4; 120-01-50, 0498785 - acumatch cluster cup porous coated 50mm; 120-65-25, 0469685 - bone screw 6.5mm dia x 25mm long; pc-14, 0465179 - stem centralizer 14mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon revised patient due to dislocating. Surgeon noted there was significant poly wear with minimal osteolysis on the acetabulum. A new liner was trialed in acumatch cup but the stability he wanted was not achieved. The cup was removed and new alteon cup was implanted. Patient hip was stable with new implants. Patient as left in stable condition. No additional information is available.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g7, h2, h3 and h6 have been updated accordingly. Section b5: additional information received indicates that on (B)(6) 2021 the surgeon removed the alteon cup because it never achieved initial fixation. He converted to a dual mobility smith and nephew cup and a new exactech femoral head. It was noted that additional screws helped achieve fixation this time. No additional information available including x-rays or explants. (H3) the evaluation noted that revision reported was likely the result prosthesis wear, possibly due to edge loading/impingement, patient conditions, instability, or any combination of the listed possibilities, and dislocation after being implanted for approximately 17.75 years. However, this cannot be confirmed as the devices and x-rays were not available for evaluation. The most probable root cause associated with the reported event of "dislocation" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.